Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient developed infection at the incision site. Symptoms include extreme pain and redness at the incision site. The patient was prescribed antibiotics and underwent an explant procedure. The physician did not believe the infection was due to the device or procedure.